Event description:
It was reported during set up at the user facility that the sabo sag saw was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported during set up at the user facility that the sabo sag saw was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event of leaking could not be duplicated during the device evaluation; however, upon visual inspection it was discovered that the e box required replacement. The device was repaired and returned to the user facility.